Event description:
Upon completion of the operating room case the foley catheter had come out and the patient had a scant amount of blood coming from his urethra. A new foley was inserted and a small amount of blood was initially in the urine upon insertion. The balloon was deflated when it fell out. It was not pulled or yanked out. It was tested and there was a small pin hole in the balloon. A new foley was inserted.